Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2013 by an unidentified physician at (B)(6) medical center, in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2018 by dr. (B)(6) at (B)(6) university health in (B)(6) and the attempt was partially successful; the filter was partially retrieved. The complaint alleges migration, tilt and embedment and perforation and fracture and that two struts provide unretrievable. Argon¿s attorneys are attempting to gather additional information.